Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported by the patient that a previous doctor put the ¿stim¿ in and both leads ¿migrated and one shut off.¿ it was noted that the patient had ¿them¿ replaced. It was noted that the patient was referred to a different doctor and ¿they¿ found ¿a spot on [the patient¿s] back and ¿he¿ did not want to do anything.¿ it was noted that ¿they¿ could not ¿find out what the spot was.¿ the patient was told that there were ¿so many things wrong with their back¿ that the ¿doctor would not do the surgery.¿ the patient stated ¿so they did this.¿ it was noted that ¿he finally agreed to put the paddle in.¿ the patient did not want the morphine pump. The patient noted that they had the paddle in their back and ¿it had done what it was supposed to do, in a way.¿the patient also mentioned that they were a diabetic. It was later reported that the first time the patient ¿had it done¿ a lead migrated and ¿they redid it.¿ the patient now had a paddle. Additional information was requested but was not available at the date of this report.